Manufacturer narrative:
(B)(4)- follow up MDR for additional information. Following the submission of the initial MDR, the batch number was provided. D4: batch number updated.

Event description:
Additional information provided: connector. Ref (B)(4). Lot 2301601.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation/correction: correction: annex a code updated to a1205 loose or intermittent connection to more accurately reflect failure. No photos or physical samples that display the reported condition were available for investigation. A device history review was performed for lot 2301601, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product undergoes inspections throughout the manufacturing process, including testing to verify all critical dimensions are within specification such as the luer threading. Results were reviewed for the reported lot and no issues were identified. Three retained samples from lot 2301601 were used for additional evaluation. All product was inspected, no damage was observed on the product and all luer dimensions were verified to be within the required specifications. Based on the available information we are not able to identify a root cause related to our manufacturing process at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
Materials#: 515070 batch#: unknown. It was reported by the customer that optima connector unluered from onelink after 10 hours. Verbatim: chemo spill on home infusion line when using optima. Optima connector unluered from onelink after 10 hours. This has happened 3 times so far with home infusions. They use locking injector with infusion clamp. The pump is cadd solis. Onelink is connected directly to the patient PICC line. Infusion is blinatumomad, 28 days infusion. Patient is seen daily or every 4 days at the hospital for chem bag replacement. Onelink is changed weekly at most. Per rep follow up 08dec2023: they can certainly send samples if you make the request. During our call today, lori ann mentioned they have seen PICC occlusions with his drug. Not necessarily, for the specific cases of this pir but maybe a build up in the lumen is causing pressure build up and may contribute to the un-luring of the optima connector from the one link. They will look at using a different needle free connector than one link and also connecting optima directly to PICC hub without a nfc.

Event description:
Materials#: 515070. Batch#: unknown. It was reported by the customer that optima connector unluered from onelink after 10 hours. Verbatim: chemo spill on home infusion line when using optima. Optima connector unluered from onelink after 10 hours. This has happened 3 times so far with home infusions. They use locking injector with infusion clamp. The pump is cadd solis. Onelink is connected directly to the patient PICC line. Infusion is blinatumomad, 28 days infusion. Patient is seen daily or every 4 days at the hospital for chem bag replacement. Onelink is changed weekly at most.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. Patient problem code: f26 ¿ no health consequences or impact device problem code: a1205 - loose or intermittent connection.